Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the implant was opened, the bag was found to be stuck to the device. Surgeon would not implant and opened another one to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Packaging stuck to the implant.

Manufacturer narrative:
Visual inspection of the returned device found no plastic seen adhered to the device. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search for nexgen femoral component option size d revealed no additional complaints against the related part and lot combination. Previous investigation was done for poly bag sticking on metal implants. It was evaluated that the risk to the patient and found ¿risk assessment indicates that the likelihood of a toxic effect from the ldpe bags is negligible¿. Zimmer has done testing that shows the residue can be removed with a cloth moistened with water or is opropyl alcohol. As the visual inspection did not find any plastic adhered to the implant, a definitive root cause cannot be determined.